Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, the cause of the reported gripper actuation issue cannot be determined. The cause of the reported inability to grasp the leaflet appears to be due to the patient anatomy (tethered and prolapsed posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, tethered posterior leaflet, and prolapsed posterior leaflet. A mitraclip xtw (30323a1093) was advanced to the valve, but grasping was noted to be difficult. After multiple grasping attempts, it was observed the posterior gripper was not working. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced with a xt clip (30210r1042). However, this clip was also unable to grasp the leaflets. When retracted into the left atrium (la), it was noted the clip unable to close. Once m-knob was removed, the device was able to close. The physician then decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.